Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject pacemaker implantation procedure was reportedly performed on (B)(6) 2016 in patient with bradycardiac atrial fibrillation. The atrial lead was positioned to right atrial appendage and it was measured by a pacing system analyzer. After the implantation procedure was completed, the pacemaker check was performed. No major changes were observed in the leads measurements compared to the values measured during the procedure. On (B)(6) 2016, one-week post implant follow-up was performed. Upon interrogation of the subject pacemaker, high atrial lead impedance over 3000ohms was observed. Pacing mode was reprogrammed from ddd to vvi mode. On (B)(6) 2016, a follow-up was performed. High atrial lead impedance over 3000ohms was still observed. Chest x-ray photo was reportedly checked and it appears that the tip of the connector pin of the atrial lead is not protruding from the distal connector block of the pacemaker. Therefore, a lead connection issue was suspected. No re-intervention is scheduled yet.

Event description:
The subject pacemaker implantation procedure was reportedly performed on (B)(6) 2016 in patient with bradycardiac atrial fibrillation. The atrial lead was positioned to right atrial appendage and it was measured by a pacing system analyzer. After the implantation procedure was completed, the pacemaker check was performed. No major changes were observed in the leads measurements compared to the values measured during the procedure. On (B)(6) 2016, one-week post implant follow-up was performed. Upon interrogation of the subject pacemaker, high atrial lead impedance over 3000ohms was observed. Pacing mode was reprogrammed from ddd to vvi mode. On (B)(6) 2016, a follow-up was performed. High atrial lead impedance over 3000ohms was still observed. Chest x-ray photo was reportedly checked and it appears that the tip of the connector pin of the atrial lead is not protruding from the distal connector block of the pacemaker. Therefore, a lead connection issue was suspected. No re-intervention is scheduled yet.